Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue with alarms displaying at the central station, specifically on (B)(6) 2018 a patient passed out during which time the central station display went blank from 18:36 to 18:38. There was patient involvement, the patient passed out.